Event description:
It was reported that the ventricular lead was capped due to high thresholds and non-capture possibly due to dislodgement. The failure of this lead occurred after an episode of what may have been minor trauma (the patient had to catch her husband who was falling). No patient complications have been reported as a result of this event.